Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program; 2 complaints were received during this report period. Of these, 1 was determined to be misapplication, 1 showed no evidence of any device-related fault. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2</noe> malfunction event which is associated with the use of the device in terms of user experiencing difficulty to take out or get rid of a device and/or device components, even if the operation is being performed according to labeled instruct patient information is not confirmed for the event.